Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. Additionally, the customer mentioned a crack on her insulin pump. The patient's blood glucose at the time of incident was 530 mg/dl, which she treated with the insulin pump. The crack was on the bumper stick part near the drive support cap. The customer also had a low of 29 mg/dl, which she treated with a glucagon shot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with broken off end cap and intermittent button response due to moisture damage at the keypad trace. Unable to performed functional testing due to missing the end cap. No button error alarm. No missing segments or partial display anomaly noted. The insulin pump passed self-test. The insulin pump had minor scratched lcd window, cracked near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.